Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any associated non-conformances or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review has not identified any trends regarding commonalities for complaint lot and customer reported issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers. A review of field data for the overall performance of the complaint lot indicated the patient median results are within the established limits and comparable with other lots in the field. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 59305ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data for 1 female patient: (customer reference range for female is < 15.6 pg/ml). On (B)(6) 2024, sample ID (B)(6) initial result = 32.8 pg/ml, repeat result = < 5.1 pg/ml. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). E1 - phone number: complete phone number is (B)(6). This report is being filed on an international product, list number 08p13-24 and there is a similar product distributed in the us, list number similar us ln 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data for 1 female patient: (customer reference range for female is < 15.6 pg/ml). On (B)(6) 2024, sample ID (B)(6) initial result = 32.8 pg/ml, repeat result = < 5.1 pg/ml. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.